Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("inflammation of the fallopian tubes and erosion of lining epithelium,") and coeliac disease ("celiac disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is (B)(6). Concomitant products included anaesthetics. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 5 months 9 days after insertion of essure, the patient experienced rhinitis allergic ("allergic rhinitis"), conjunctivitis allergic ("chronic allergic conjunctivitis") and dermatitis atopic ("atopic determatitis"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), alopecia ("excessive hair loss"), abdominal distension ("bloating"), eczema ("eczema"), urticaria ("hives"), rash ("rashes/recurrent rash with spots and very itchy/scattered rash"), weight decreased ("excessive weight loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), diarrhoea ("diarrhea"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), idiopathic urticaria ("idiopathic urticaria"), abdominal pain ("abdominal pain"), menstruation irregular ("monthly cycles have not yet regulated.") And abdominal tenderness ("abdomen tender to touch"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, coeliac disease, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, eczema, allergy to metals, weight decreased, nausea, diarrhoea, teeth brittle, dry skin, pruritus, vaginal discharge, mood swings, rhinitis allergic, conjunctivitis allergic, dermatitis atopic and idiopathic urticaria outcome was unknown, the abdominal distension, menstruation irregular and abdominal tenderness had not resolved and the urticaria, rash, depression, anxiety and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, diarrhoea, dry skin, dysmenorrhoea, eczema, fatigue, idiopathic urticaria, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus, rash, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: occluded fallopian tubes, closure device placement. Skin test - on (B)(6) 2017: allergy to nickel. Thyroid function test - in (B)(6) 2017: normal . Patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started. The pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain, worsening pain') and salpingitis ('inflammation of the fallopian tubes and erosion of lining epithelium,') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left essure device didi not deploy correctly during her implant". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rhinitis allergic ("allergic rhinitis"), conjunctivitis allergic ("chronic allergic conjunctivitis") and dermatitis atopic ("atopic determatitis"), 5 months 9 days after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), coeliac disease ("celiac disease"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), alopecia ("excessive hair loss"), abdominal distension ("bloating"), eczema ("eczema"), urticaria ("hives"), rash macular ("rashes/recurrent rash with spots and very itchy/scattered rash"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), diarrhoea ("diarrhea"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), idiopathic urticaria ("idiopathic urticaria"), abdominal pain ("abdominal pain"), menstruation irregular ("monthly cycles have not yet regulated."), abdominal tenderness ("abdomen tender to touch"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight decreased ("excessive weight loss"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, salpingitis, coeliac disease, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, eczema, allergy to metals, weight decreased, nausea, diarrhoea, teeth brittle, dry skin, pruritus, vaginal discharge, mood swings, rhinitis allergic, conjunctivitis allergic, dermatitis atopic, idiopathic urticaria, headache, autoimmune disorder and hypersensitivity outcome was unknown, the abdominal distension, menstruation irregular and abdominal tenderness had not resolved and the urticaria, rash macular, depression, anxiety and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, autoimmune disorder, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, device dislocation, diarrhoea, dry skin, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, idiopathic urticaria, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started the pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: occluded fallopian tubes, closure device placement. Skin test - on (B)(6) 2017: results: allergy to nickel. Thyroid function test - in (B)(6) 2017: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain, worsening pain') and salpingitis ('inflammation of the fallopian tubes and erosion of lining epithelium,') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left essure device didi not deploy correctly during her implant". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rhinitis allergic ("allergic rhinitis"), conjunctivitis allergic ("chronic allergic conjunctivitis") and dermatitis atopic ("atopic determatitis"), 5 months 9 days after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), coeliac disease ("celiac disease"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), alopecia ("excessive hair loss"), abdominal distension ("bloating"), eczema ("eczema"), urticaria ("hives"), rash macular ("rashes/recurrent rash with spots and very itchy/scattered rash"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), diarrhoea ("diarrhea"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), idiopathic urticaria ("idiopathic urticaria"), abdominal pain ("abdominal pain"), menstruation irregular ("monthly cycles have not yet regulated."), abdominal tenderness ("abdomen tender to touch"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight decreased ("excessive weight loss"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, salpingitis, coeliac disease, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, eczema, allergy to metals, weight decreased, nausea, diarrhoea, teeth brittle, dry skin, pruritus, vaginal discharge, mood swings, rhinitis allergic, conjunctivitis allergic, dermatitis atopic, idiopathic urticaria, headache, autoimmune disorder and hypersensitivity outcome was unknown, the abdominal distension, menstruation irregular and abdominal tenderness had not resolved and the urticaria, rash macular, depression, anxiety and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, autoimmune disorder, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, device dislocation, diarrhoea, dry skin, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, idiopathic urticaria, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started the pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: occluded fallopian tubes, closure device placement. Skin test - on (B)(6) 2017: results: allergy to nickel. Thyroid function test - in (B)(6) 2017: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : new reporter information was added. New event device deployment issue, hypersensitivity, autoimmune disorder nos, genital bleeding, headaches, device migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('embedded coiled sterilization device'), pelvic pain ('pelvic pain, worsening pain') and salpingitis ('inflammation of the fallopian tubes and erosion of lining epithelium,') in a 38-year-old female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left essure device didi not deploy correctly during her implant". The patient's medical history included multiparous and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rhinitis allergic ("allergic rhinitis"), conjunctivitis allergic ("chronic allergic conjunctivitis") and dermatitis atopic ("atopic determatitis"), 5 months 14 days after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), coeliac disease ("celiac disease"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), alopecia ("excessive hair loss"), abdominal distension ("bloating"), eczema ("eczema"), urticaria ("hives"), rash macular ("rashes/recurrent rash with spots and very itchy/scattered rash"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), diarrhoea ("diarrhea"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), idiopathic urticaria ("idiopathic urticaria"), abdominal pain ("abdominal pain"), menstruation irregular ("monthly cycles have not yet regulated."), abdominal tenderness ("abdomen tender to touch"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight decreased ("excessive weight loss"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, pelvic pain, salpingitis, coeliac disease, heavy menstrual bleeding, dysmenorrhoea, migraine, fatigue, alopecia, eczema, allergy to metals, weight decreased, nausea, diarrhoea, teeth brittle, dry skin, pruritus, vaginal discharge, mood swings, rhinitis allergic, conjunctivitis allergic, dermatitis atopic, idiopathic urticaria, headache, autoimmune disorder and hypersensitivity outcome was unknown, the abdominal distension, menstruation irregular and abdominal tenderness had not resolved and the urticaria, rash macular, depression, anxiety and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, autoimmune disorder, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, device dislocation, diarrhoea, dry skin, dysmenorrhoea, eczema, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, idiopathic urticaria, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started the pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium, insertion date discrepancy noted: (B)(6) 2017. Left ostia coils:5, right ostia coilis:4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: occluded fallopian tubes, closure device placement. Skin test - on (B)(6) 2017: results: allergy to nickel. Thyroid function test - in (B)(6) 2017: results: normal. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Event added: embedded coiled sterilization device. Lot number, reporters information , rcc and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('embedded coiled sterilization device'), pelvic pain ('pelvic pain, worsening pain') and salpingitis ('inflammation of the fallopian tubes and erosion of lining epithelium') in a 38-year-old female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left essure device didi not deploy correctly during her implant". The patient's medical history included multiparous and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dermatitis atopic ("atopic determatitis"), rhinitis allergic ("allergic rhinitis") and conjunctivitis allergic ("chronic allergic conjunctivitis"), 5 months 14 days after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), rash macular ("rashes/recurrent rash with spots and very itchy/scattered rash"), idiopathic urticaria ("idiopathic urticaria"), urticaria ("hives"), pruritus ("itching"), eczema ("eczema"), menometrorrhagia ("menorrhagia/ irregular menstrual periods"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abdominal tenderness ("abdomen tender to touch"), headache ("headaches"), coeliac disease ("celiac disease"), diarrhoea ("diarrhea"), autoimmune disorder ("auto-immune"), migraine ("migraines"), fatigue ("extreme fatigue"), nausea ("nausea"), alopecia ("excessive hair loss"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings") and was found to have weight decreased ("excessive weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, pelvic pain, salpingitis, allergy to metals, hypersensitivity, idiopathic urticaria, pruritus, eczema, dermatitis atopic, menometrorrhagia, dysmenorrhoea, vaginal discharge, headache, coeliac disease, diarrhoea, rhinitis allergic, conjunctivitis allergic, autoimmune disorder, migraine, fatigue, nausea, alopecia, weight decreased, teeth brittle, dry skin and mood swings outcome was unknown, the rash macular, urticaria, abdominal pain, depression and anxiety was resolving and the abdominal distension and abdominal tenderness had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, autoimmune disorder, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, device dislocation, diarrhoea, dry skin, dysmenorrhoea, eczema, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, idiopathic urticaria, menometrorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started the pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium, insertion date discrepancy noted: (B)(6) 2017. Left ostia coils:5, right ostia coilis:4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: occluded fallopian tubes, closure device placement. Skin test - on (B)(6) 2017: results: allergy to nickel. Thyroid function test - in october 2017: results: normal. Batch no e36581 production date 2015-10-23 expiration date 2018-10-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("inflammation of the fallopian tubes and erosion of lining epithelium,") and coeliac disease ("celiac disease") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff is 39 years old. Concomitant products included anaesthetics. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 5 months 9 days after insertion of essure, the patient experienced rhinitis allergic ("allergic rhinitis"), conjunctivitis allergic ("chronic allergic conjunctivitis") and dermatitis atopic ("atopic determatitis"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), alopecia ("excessive hair loss"), abdominal distension ("bloating"), eczema ("eczema"), urticaria ("hives"), rash macular ("rashes/recurrent rash with spots and very itchy/scattered rash"), weight decreased ("excessive weight loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), diarrhoea ("diarrhea"), teeth brittle ("brittle teeth"), dry skin ("dry skin"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), idiopathic urticaria ("idiopathic urticaria"), abdominal pain ("abdominal pain"), menstruation irregular ("monthly cycles have not yet regulated.") And abdominal tenderness ("abdomen tender to touch"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy) and surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, coeliac disease, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, eczema, allergy to metals, weight decreased, nausea, diarrhoea, teeth brittle, dry skin, pruritus, vaginal discharge, mood swings, rhinitis allergic, conjunctivitis allergic, dermatitis atopic and idiopathic urticaria outcome was unknown, the abdominal distension, menstruation irregular and abdominal tenderness had not resolved and the urticaria, rash macular, depression, anxiety and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, coeliac disease, conjunctivitis allergic, depression, dermatitis atopic, diarrhoea, dry skin, dysmenorrhoea, eczema, fatigue, idiopathic urticaria, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus, rash macular, rhinitis allergic, salpingitis, teeth brittle, urticaria, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: occluded fallopian tubes, closure device placement skin test - on (B)(6) 2017: allergy to nickel, thyroid function test - in october 2017: normal. Patient had performed labs tests for hormone levels which all came back normal. Skin patch testing was started the pathology report notes bilateral chronic inflammation of the fallopian tubes and erosion of lining epithelium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.